Event description:
It was reported that the patient underwent total knee arthroplasty on (B)(6) 2013. Subsequently, it was confirmed during a radiographic examination that the femoral stem screw was loosened from the anchorage to the stem. A revision took place on (B)(6) 2014 and the screw was replaced.

Manufacturer narrative:
Initial reporter phone: (B)(6). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. The following sections could not be completed with the limited information provided. Expiration date, lot number - unknown. Manufacture date - unknown.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. Evaluation of the returned device found evidence of thread damage where it appears that the screw face experienced excessive force. There is evidence that the surgeon did not fully screw the part into the stem. The thread deformation is most likely due to the screw falling out within the body and experiencing extensive forces on the threads. Functional evaluation found the device performed as intended. Based on this investigation, the part left biomet conforming to print specifications and it appears that the conditions of use caused or contributed to the failure mode of the device which was most likely due to surgical error.